Event description:
The customer reported that the system intermittently did not turn on (no boot). There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power on switch and power control board were replaced. The system was then found to be operating as intended.